Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. H6: imdrf device code a15 captures the reportable event of clip could would not detach from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon for bleeding during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to wiggle, open and close the clip but was unsuccessful. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.